Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating a right speaker failure alert. There was no sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) was onsite and confirmed the issue. The speaker was replaced, and the audio test was executed. The 6 beeps were heard and the inop was eliminated. The device was operational after repairs were completed.